Event description:
A pt reported experiencing inaccurate high results with a lifescan meter. The pt's blood glucose results were 7.0 mmol/l versus 5.8 mmol/l meter to lab. Tests were done within 5 minutes with a difference of 21%. Pt did not experience any adverse events. No further info has been reported.